Event description:
It was reported that during a procedure, the plate was fractured prior to being implanted in the patient, this plate was discarded, and another ncb plate was used for the operation. No harm to the patient. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b4, b5, d6b, g3, g6, h1, h2, h6, h11. Corrected: e1 (address - line 1) d6b. Explant date should be removed; it was confirmed that the product was never implanted.

Manufacturer narrative:
(B)(4). G2. Report source: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial surgery with ncb plate on unknown date and subsequently underwent a revision surgery due to plate fracture. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The reported product was not returned to the product surveillance team as it was discarded. However, one image was provided upon complaint receipt showing the ncb plate. The image shows the plate in the operating theater, as it is covered in blood and bio-debris. Of note, the plate appears to show several damages in the form of scratches and notches. Additionally, there is an incomplete fracture going from the side of the plate to a screw hole. Further, cracks can be identified at another screw hole. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Per surgical technique it is stated that "if additional contouring is required, use the bending press inserts and the corresponding bending press. Be aware that bending the plate may decrease its fatigue strength. Furthermore, the locking mechanism of the ncb hole may be damaged and, therefore, may no longer function. Do not use a hole that has been altered by contouring for locking." Based on the available information, the reported event can be confirmed. However, with the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.